Event description:
On july 2002 kmi was notified of an explant of a wrist fusion system to address pain reported by the pt nine months after it had originally been implanted. There were no indications of broken or defective components.